Manufacturer narrative:
Lot number corrected. Date of product return provided. After further investigation it was determined that this is a duplicate report filed in error. The final report can be found in medwatch report 0001811755-2013-03081 (stryker reference (B)(4)).

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a craniotomy at the user facility the straight medium saber attachment would not retain a bur. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a craniotomy at the user facility the straight medium saber attachment would not retain a bur. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.